Event description:
It was reported that the crystalens (at50ao) was implanted into the pt's left eye. The lens was explanted approx three weeks postoperatively due to a lens vaulting. A different model lens was successfully implanted. Additional info has been requested but has not been received to date.

Manufacturer narrative:
The lens was returned to b+l for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.